Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a leak occurred. A intellanav oi was selected for an ablation procedure. During the procedure the irrigation connector of the catheter was leaking. The catheter was changed with no patient complications being reported.